Event description:
It was reported, the patient had a loss of stimulation and therapeutic effect and experienced a jolting sensation. It was also reported, the patient experienced stimulation in the wrong location. It was stated, the patient's stimulation was not working for 6-8 months prior to report and the patient experienced an uncomfortable jolting sensation if the stimulation was turned up. The patient's device was not reprogrammed. The patient experienced a burning sensation on both legs down to their feet and had less than 50 percent therapy relief. The patient's device was explanted and the patient outcome was reported as alive with no injury or adverse event.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): final device analysis for the stimulator revealed no anomalies. Final device analysis for the lead revealed that the lead had broken conductors. Conductors 0, 1, 2, 4, and 5 were all broken 6.5 cm from the distal end of the lead, and were open circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.